Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and sjogren's syndrome ('sjogren¿s disease') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: levothyroxine, ibuprofen, citranatal dha, cytotec, lo loestrin fe and prenatal vitamins. Concurrent conditions included hypothyroidism and hypertension. Concomitant products included amlodipine besilate;benazepril hydrochloride (amlodipine besylate and benazepril hydrochloride) since 2012, amlodipine since 2012, hydrochlorothiazide;triamterene (triamterene and hydrochlorothiazide) since 2014 and medroxyprogesterone acetate (depo provera). In 2013, the patient experienced urinary tract infection ("uti"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced sjogren's syndrome (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), cystitis ("bladder infection"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), inflammation ("allergic or hypersensitivity reaction type: unspecified inflammation"), breast pain ("breast pain"), female sexual dysfunction ("apareunia") and dermatitis allergic ("allergic reactions/skin reactions") and was found to have weight increased ("weight gain") and uterine leiomyoma ("tumor / teratoma / cancer type: fibroids"). The patient was treated with surgery (robotic-assisted tah with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, sjogren's syndrome, cystitis, urinary tract infection, fatigue, alopecia, weight increased, vaginal haemorrhage and female sexual dysfunction had resolved and the allergy to metals, inflammation, uterine leiomyoma, breast pain and dermatitis allergic outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, breast pain, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, heavy menstrual bleeding, inflammation, pelvic pain, sjogren's syndrome, urinary tract infection, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date as: (B)(6) 2013 and (B)(6) 2013. She received treatment for pelvic pain, abdominal pain, dysmenorrhea, dyspareunia, dyspareunia, sjogren¿s disease, bladder infection, uti, fatigue, hair loss, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.9 kg/sqm. Imaging procedure - in (B)(6) 2013: essure confirmation test: other result : total bilateral occlusion. Pathology test - on (B)(6) 2017: diagnosis: uterus, cervix, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: leiomyomata with calcification. Secretory endometrium. Adenomyosis. Cervix with no pathologic change. Essure coils in place, proximal fallopian tubes. Detached portions of fallopian tubes with paratubal cysts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2021: mr received. Reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and sjogren's syndrome ('sjogren¿s disease') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: levothyroxine, ibuprofen, citranatal dha, cytotec, lo loestrin fe and prenatal vitamins. Concurrent conditions included hypothyroidism and hypertension. Concomitant products included amlodipine besilate;benazepril hydrochloride (amlodipin besylate and benazepril hydrochlori) since 2012, amlodipine since 2012, hydrochlorothiazide;triamterene (triamterene and hydrochlorothiazide) since 2014 and medroxyprogesterone acetate (depo provera). In 2013, the patient experienced urinary tract infection ("uti"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced sjogren's syndrome (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), cystitis ("bladder infection"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), inflammation ("allergic or hypersensitivity reaction type: unspecified inflammation"), breast pain ("breast pain"), female sexual dysfunction ("apareunia") and dermatitis allergic ("allergic reactions/skin reactions") and was found to have weight increased ("weight gain") and uterine leiomyoma ("tumor / teratoma / cancer type: fibroids"). The patient was treated with surgery (robotic-assisted tah with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, sjogren's syndrome, cystitis, urinary tract infection, fatigue, alopecia, weight increased, vaginal haemorrhage and female sexual dysfunction had resolved and the allergy to metals, inflammation, uterine leiomyoma, breast pain and dermatitis allergic outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, breast pain, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, inflammation, menorrhagia, pelvic pain, sjogren's syndrome, urinary tract infection, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date as: (B)(6) 2013 and (B)(6) 2013. She received treatment for pelvic pain, abdominal pain, dysmenorrhea, dyspareunia, dyspareunia, sjogren¿s disease, bladder infection, uti, fatigue, hair loss, weight gain diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.9 kg/sqm. Imaging procedure - in (B)(6) 2013: essure confirmation test: other result : total bilateral occlusion. Pathology test - on (B)(6) 2017: diagnosis: uterus, cervix, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: leiomyomata with calcification. Secretory endometrium. Adenomyosis. Cervix with no pathologic change. Essure coils in place, proximal fallopian tubes. Detached portions of fallopian tubes with paratubal cysts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-feb-2020: information received via irms. Event" allergic reactions/skin reactions" was added. Essure insertion date was updated, reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and sjogren's syndrome ('sjogren¿s disease') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: levothyroxine, ibuprofen, citranatal dha, cytotec, lo loestrin fe and prenatal vitamins. Concurrent conditions included hypothyroidism and hypertension. Concomitant products included amlodipine besilate;benazepril hydrochloride (amlodipin besylate and benazepril hydrochlori) since 2012, amlodipine since 2012, hydrochlorothiazide;triamterene (triamterene and hydrochlorothiazide) since 2014 and medroxyprogesterone acetate (depo provera). In 2013, the patient experienced urinary tract infection ("uti"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced sjogren's syndrome (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), cystitis ("bladder infection"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), inflammation ("allergic or hypersensitivity reaction type: unspecified inflammation"), breast pain ("breast pain") and female sexual dysfunction ("apareunia") and was found to have weight increased ("weight gain") and uterine leiomyoma ("tumor / teratoma / cancer type: fibroids"). The patient was treated with surgery (robotic-assisted tah with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, sjogren's syndrome, cystitis, urinary tract infection, fatigue, alopecia, weight increased, vaginal haemorrhage and female sexual dysfunction had resolved and the allergy to metals, inflammation, uterine leiomyoma and breast pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, breast pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, inflammation, menorrhagia, pelvic pain, sjogren's syndrome, urinary tract infection, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date as: (B)(6) 2013 and (B)(6) 2013. She received treatment for pelvic pain, abdominal pain, dysmenorrhea, dyspareunia, dyspareunia, sjogren¿s disease, bladder infection, uti, fatigue, hair loss, weight gain diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.9 kg/sqm. Imaging procedure - in november 2013: essure confirmation test: other result : total bilateral occlusion. Pathology test - on (B)(6) 2017: diagnosis: uterus, cervix, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: - leiomyomata with calcification. - secretory endometrium. - adenomyosis. - cervix with no pathologic change. - essure coils in place, proximal fallopian tubes. - detached portions of fallopian tubes with paratubal cysts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: fu 2 and fu 3 processed together. Pfs received, event injury coding updated to pelvic pain, new events abdominal pain, dysmenorrhea, dyspareunia, menorrhagia, nickel allergy, sjogren¿s disease, bladder infection, uti, fatigue, hair loss, weight gain, lab data were added. Patient's date of birth and reporter address were added. Device removal date added. On (B)(6) 2019: fu 2 and fu 3 processed together. Plaintiff fact sheet and medical records received: new events - abnormal bleeding (vaginal), allergic or hypersensitivity reaction type: unspecified inflammation, tumor / teratoma / cancer type: fibroids, breast pain, apareunia were added. Reporter's information, patient demography. Medical history, concomitant drugs, historical drugs, lab data were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.